Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section b5, the manufacturer was previously contacted alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted. In this follow-up, section b5 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint has mentioned about presence of particles in the device and also there is a report of patient death due to collapse of lungs, heart trouble and kidney failure. Section b1, b2, g3, h1 has been changed. In section h6, health effect-clinical code is changed from 4582 to 4454-4464-4503, health effect-impact code is changed from 2199 to 1802.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles and report of patient death due to collapse of lungs, heart trouble and kidney failure related to a bipap device's sound abatement foam. This notification was reviewed by the pms clinical expert due to the patient's husband reporting the patient passed away due to multiple reasons such as collapsed lung, heart trouble and kidney failure. Based on information available at the time of this review, there was no information to support the device contributed to the alleged serious injury. The user indicated the following information related to underlying health condition: history of copd asthma or other chronic lung disease, congestive heart failure, chronic oxygen dependency. The mentioned harms are likely past medical history which in turn likely was the reason for the patient's death. Additional information has been requested by the pms clinical expert for further clarification of the patient's alleged harm(s). Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death. Section h1 and h6 has been also been updated to reflect the death.